Event description:
Physician reported capsular contracture, baker grade iii. Right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device within specification, a deformation, and red and yellow particles in the shell. Clouds in the gel were observed after the autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Right side.

Event description:
Physician reported capsular contracture, baker grade iii. Right side. Device remains implanted.